Event description:
Using a taut 5mm laparoscopic port. The port leaked carbon dioxide gas around the trocar even before it was in use. There was no injury other than we had to remove the port and place a new one which was ok.